Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the full lead was returned and no anomalies were found. However, the outer tubing overlay had a cosmetic environmental stress crack. The outer insulation had a cosmetic depression. There was blood in/on the helix/lobe mechanism.

Event description:
It was reported that the right ventricular lead had high pacing threshold. The lead was explanted and replaced. No patient complications have been reported as a result of this event.